Event description:
It was reported that the device had reached battery depletion in less than the expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 6947, implantable tachy lead, implanted: (B)(6) 2008; 4193, implantable pacing lead, implanted: (B)(6) 2005; 4068, implantable pacing lead, implanted: (B)(6) 1997. (B)(4).